Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow-up. Power consumption of 266% with normal measurements. Device replacement procedure was already scheduled, but patient's condition unfortunately deteriorated and subsequently the patient passed away prior to the expected procedure, this was not related to the device battery issues, the death was a result of non-cardiac complications, hospital chose not to disclose the date of death. This device remained implanted. No adverse patient effects were reported. The complaint device still remains implanted based on available information; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.